Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.

Event description:
It was reported that the device experienced a technical failure alarm 316 "blower failure". There was no patient involvement related to the reported malfunction.